Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via manufacturer representative (rep) that the battery is overdischarged. The cause was patient (non) compliance. Patient stated that the device did not seem to be helpful anymore and he stopped charging it. Rep met with the patient on 9/21 and tried to communicate with the battery and was unable. The patient stated that he believes this was his 3rd overdischarge and a charge was attempted. Patient is deciding whether he wants to try to recharge the battery or have it removed/replaced. The issue was not resolved at the time of the report.